Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that ophthalmic forceps could not be opened or closed during the vitrectomy procedure. The surgery was completed on the same day. There is nonimpact on the patient.

Manufacturer narrative:
A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there is no additional complaints associated with it. The investigation is completed based on the sample evaluation outlined below. The sample is received in a zip-lock bag without using the original packaging material, specifically the inner blister, which offers protection to the instrument during shipment, was not used. The sample shows macroscopic signs of damage, namely the forceps arms are clearly bent to one side. The sample exhibits no surgery residues. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The visual inspection confirmed the deformation of the forceps arms in details. Since the sample was insufficiently protected during the shipment from the complainant to the investigation site and the forceps deformation is not described in the initial report, it is assumed that this deformation occurred during the shipment. The sample was then functionally tested and it was noticed that the forceps gets stuck in an actuated state, while the actuation mechanism itself is still working. The forceps can only get opened again by manually pushing down the metal shaft, indicating that the bonding connection between the shaft and stiffening sleeve got broken. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the connection failure cannot be determined. No root cause for the customers reported event could be determined, since the situation that lead to the instrument failure cannot be reconstructed. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information is provided in d.4 the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.